Event description:
During a MRI scan on a 1.5 t siemens aera scanner, the patient having a pelvic MRI received a burn on both things on the inside due to the skin touching. Three cm area of redness not requiring medical attention.